Manufacturer narrative:
The investigation of the returned pneumatic back-plane and evaluation of the received device logs has been completed. The pneumatic back-plane is a connector board without electronics. A visual inspection showed that the pneumatic back-plane was subjected to deposits/corrosion and burned contact areas were visible. It is not known how the corrosive substance, e.g. Moisture or liquid, had entered the ventilator and ended up on the pneumatic back-plane. Evaluation of the received device text logs confirmed the reported problem where the reported technical error occurred several times on the date of event. The technical error represents a communication failure that will/does not affect ventilation. Simulated-use tests of ventilation did not confirm the reported issue. Pre-use checks passed without deviation before and after one day of successful simulated-use tests of ventilation. Our conclusion is that existing deposits/corrosion and moisture on the pneumatic back-plane have created a short circuit between the back-plane's contact pins leading to the reported failure.

Event description:
(B)(4).

Manufacturer narrative:
Investigation on-site was performed by our field service engineer, and the pneumatic backplane printed circuit (pc) board was replaced and this solved the reported problem. The replaced pc board has been requested for investigation. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that pre-use check failed, and that an error code indicating communication failure was generated. There was no patient involvement.